Event description:
The patient received treatment of a symptomatic, rapidly enlarging infrarenal aortic aneurysm with a heavily calcified infrarenal neck. A straight graft repair was performed because of a heavily calcified narrow distal aorta and tortuous iliac arteries. The repair comprised from distal to proximal a medtronic iliac limb, a gore tag device, a cook zenith aortic cuff. Final angiogram revealed a type 1a endoleak which was successfully treated with a giant palmaz stent placed inside the zenith cuff for seal. Twenty days later, the patient presented with a distal type 1b endoleak and was treated with non gore devices with conversion to aorta-left uni-iliac graft and placement of a left to right femoro-femoral graft. One day later, the patient was returned to the or with a left groin hematoma. Hemorrhage was identified from a small rupture in the left common iliac artery beyond the left iliac stent graft. The left iliac limb was extended into the external iliac artery with a gore excluder aaa endoprosthesis iliac extender component after occlusion of the left hypogastric artery. Nine months later, the patent presented with a new proximal type 1a endoleak due to cranial migration of the giant palmaz stent and loss of seal within the zenith aortic cuff. An attempt was made to retract the migrated palmaz stent within the endograft but this was not successful, so it was expanded in the supraceliac aorta. A further palmaz stent was deployed within the endograft to control the type 1a endoleak. Also, there was extravascation from the left external iliac artery after removal of the sheath and this was treated with further extension of this limb with a gore excluder aaa endoprosthesis iliac extender component.

Manufacturer narrative:
Postoperatively, the patient demonstrated a clinical picture of metabolic acidosis suggestive of embolizion to the visceral arteries worsened somewhat by his renal failure. Two days later, the patient expired from multiple organ failure to the effects of the metabolic acidosis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Please note that this medwatch report represents all of two products involved with this event which is associated with mfg. Report # 9610978-2009-00103.